Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective u1005 tri-state driver/receiver on the monitor computer/analog pca. The root cause for the defective u1005 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.